Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they felt a jump, hurt and it made it warm, when they went into any of the security scans. Patient reported feeling that every time they go through the scan. Agent reviewed with patient compatibility information and security guidelines with the patient and explained that the labeling recommends to turn the therapy off before going through the scan to avoid that kind of situations. Agent recommended patient to show the ID card to bypass the security system or undergo a manual search. Patient mentioned never receiving the permanent ID card, patient was transferred to prs to ask a new card. Agent also reviewed with patient compatibility info about MRI. Guided patient to discuss with hcp medical concerns.